Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidient on (B)(6) 2011 that a customer had an issue with a peritoneal dialysis catheter adapter. The customer reports a patient came to the hospital on (B)(6), 2011, and it was observed that the titanium port was missing. A new titanium port was put in place coupled with an injection of lgr of vancomycin as preventive therapy.